Manufacturer narrative:
H3: product analysis found that the device and an open pouch were returned in a large plastic sleeve. The pouch was open from 3 of 4 sides and the device was in broken condition when returned. Upon return, there was no damage noted to the outer assembly. However, the inner assembly was broken in two pieces. The distal end of the inner shaft was broken off from the proximal end (with the hub) of the inner assembly. There were traces of striations observed on the inner shaft tip, and on the broken point of the shaft. There were no traces of contamination observed on the returned device. The device failed functional testing due to damaged condition upon return and the inability to load into a handpiece and rotate. The complaint was confirmed, due to an out of specification condition. H6: fdm b17 and fdr c20 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during sinus surgery blade broken and detached from hub region. Procedure was completed with back up device. There was no patient injury.

Manufacturer narrative:
H6: fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.